Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. Reportedly, elevated bg level was due to a non-tandem infusion set tubing blockage. Customer addressed bg level by administering a manual injection. Customer went to the emergency room and was admitted to the hospital. Customer was received intravenous fluids of saline and insulin. The issue was resolved and no permanent damage. The infusion set brand and manufacture was not provided. Multiple attempts were made by tandem technical support to gather additional information on the hospitalization, however, no response was received.